Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number. Device has not yet been returned for evaluation.

Event description:
Per bas tm, site rite 8 (sn (B)(4)) - system is not holding a battery charge; unit powers off after a only a few minutes when running on battery power. System's acoustic image is also very fuzzy near the bottom of the image at depths of 3cm and deeper. Issue is inhibiting use when scanning at deeper depths.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of poor image quality was unconfirmed. The scanner was evaluated and the image was found to be normal for a sr 8 scanner with the 20 mm gt probe. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. The device was serviced, tested, and returned to the customer. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number. Device has not yet been returned for evaluation.

Event description:
Per bas tm, site rite 8 (sn (B)(4)) - system is not holding a battery charge; unit powers off after a only a few minutes when running on battery power. System's acoustic image is also very fuzzy near the bottom of the image at depths of 3cm and deeper. Issue is inhibiting use when scanning at deeper depths.